Event description:
Scheduled removal of plate 2 years post operative. Correction was good. Upon removing screws, 10 of 11 screws broke. Reported that surgeon screw removal technique includes a 1/4 turn clockwise then counter clockwise for removal. Screws broke at head/shank interface.